Event description:
The user reported that during cardiopulmonary bypass, a crack in the connector between the aortic cannula and the extracorporeal tuning circuit. The cannula was replaced and the procedure was completed without incident. There was no injury to the patient as a consequence of this event.

Manufacturer narrative:
Evaluation in progress, but no conclusions have been reached.